Manufacturer narrative:
The customer received a replacement lid and battery, the device and lid were not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Event description:
The customer received a replacement lid and battery, the device and lid were not returned to stryker for evaluation. The cause of the reported issue could not be determined.